Manufacturer narrative:
An event regarding crack/fracture involving a triathlon insert trial was reported. The event was confirmed. Method and results: -device evaluation and results: a material analysis has been performed. The report concluded: "a small fragment broke from the backside of the insert trial. The direction of overload fracture was consistent with the event description. No material or manufacturing defects were observed on the surfaces examined." -medical records received and evaluation: not performed as there is no indication the reported event was related to patient factors. -device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: there has been one other event for this lot. Conclusions: the event was confirmed. A material analysis has been performed. The report concluded: "a small fragment broke from the backside of the insert trial. The direction of overload fracture was consistent with the event description. No material or manufacturing defects were observed on the surfaces examined."

Event description:
The 3 x 13mm ps trial cracked when taking insert trial out of knee joint. Small crack requiring insert to be replaced.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The 3 x 13mm ps trial cracked when taking insert trial out of knee joint. Small crack requiring insert to be replaced.